Manufacturer narrative:
(B)(6) identified fracture at repair visit for another issue. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
Maintenance service identified fracture at repair visit for another issue. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).